Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure . The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Date - time of onset of infection from the surgical procedure? Were cultures performed? Results? When did dehiscence occur? Where did dehiscence occur? What tissue dehisced? How was the dehiscence managed? Has any surgical or medical intervention been taken as a result? What is physician¿s opinion as to the etiology of or contributing factors to this event ( infection and dehiscence)? What is the patient's current status?

Event description:
It was reported that the patient underwent ventral hernia repair on an unknown date and mesh was implanted. Post-operatively, the patient¿s wound is not healing and patient experienced dehiscence. There is drainage and odor under the wet to dry dressing where the mesh and the intestines are. The patient is being treated with dakins solution and experiencing trouble getting granulation and possible infection. Additional information has been requested.